Event description:
The reporter did meter to hcp meter comparison tests. Results were 77 mg/dl on the meter, and the doctor's meter (also surestep) was 311 mg/dl. The reporter did not have any symptoms. Reporter stated that the doctor used one of the (reporter's, from 3rd vial in box of 100) test strips and got a result of 51. Reporter did not have control solution to test strips; does not compare to the confirmation dot. Testing on strips from last vial, reporter had a result of 230 mg/dl, approx. 2 hours after the test at doctor's office. No harm was alleged.